Manufacturer narrative:
(B)(4). Correction: it was initially reported the device was returning for analysis; however, it was subsequently reported the device was discarded and will not be returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as mid november). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted with four proglide devices with a 6f sheath, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, posterior cuff misses occurred with the four proglide devices. The sutures of two additional proglide devices from a different lot number were preplaced prior to the tavi. The sheath was upsized to 21f and the tavi procedure was completed. The successfully preplaced sutures of the fifth and sixth proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.